Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous subclavian vein. A 8.0-40 wanda balloon catheter was used to dilate the lesion. An initial inflation was performed to 10atms, on the second inflation the balloon ruptured at 10atms. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).